Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly evaluated. The device had no tones and no telemetry. External visual inspection noted arc marks on the device case. The arc marks were concluded to be related to damage from a shock shorted to the device case.

Event description:
It was reported that this product was returned with no reported product performance issues and no reported adverse patient effects. Analysis completed in our post market quality assurance laboratory identified a product performance issue.